Manufacturer narrative:
Analysis on the returned checkpoint resulted in a software failure being found. Analysis determined that the wan port configuration was missing. One re-added, checkpoint was able to connect to the lan. Other relevant device(s) are: product ID: 9735799 , lot #: 1707294996400434. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The security switch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9735799. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the representative tried to set the system up to communicate with electronic picture archiving and communication systems (pacs) but found that it no longer had the networking information that was previously entered into it. The representative tried to refresh the networking configuration and it stayed saying "retrieving" before giving a firewall status time out message. He tried try swapping to dhcp but received the same firewall status timed out message. Reboot did not resolve and the self-test tool showed blanks for the wired mac address and wired ip address.